Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blistering and open wounds under both rear therapy pads. It was reported the patient had preexisting cysts in the same area. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention related to the skin irritation. The patient did make the cardiologist aware of the irritation. It was reported the patient removes the device to allow the area to heal. The medical outcome is unknown as follow up attempts were unsuccessful.